Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd intravascular administration set was clogged, and experienced underinfusion. The following information was provided by the initial reporter: the customer felt issue with patient receiving continuous infusion antibiotics not receiving complete therapy due to the line not staying open. It was also reported that with the low rates of infusion, the line sometimes occludes. These rates range from 10-20ml/hr. There was patient involvement but impact is unknown.

Event description:
It was reported that the unspecified bd intravascular administration set was clogged, and experienced underinfusion. The following information was provided by the initial reporter: the customer felt issue with patient receiving continuous infusion antibiotics not receiving complete therapy due to the line not staying open. It was also reported that with the low rates of infusion, the line sometimes occludes. These rates range from 10-20ml/hr. There was patient involvement but impact is unknown.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. It was reported by the customer that the line not staying open, it was also reported that with the low rates of infusion, the line sometimes occludes could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number and material number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.